Manufacturer narrative:
(B)(4). All available information was investigated and the reported delivery catheter (dc) shaft bend and difficulty positioning the device was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. A review of the complaint history indicated no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported dc shaft bend and difficulty positioning the dc shaft could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat an unspecified mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. While advancing the cds to the left ventricle, the shaft was bending approximately 30-60 degrees and would remain bent while advancing. The cds was removed and replaced. A new cds was used. Two clips were implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.